Event description:
It was reported to philips that the system turned on and then shut off immediately. The device was outside of clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system on site and confirmed that the system turned on but shut off immediately. Upon troubleshooting, a defective ups battery was found within the m cabinet. To resolve this issue, the system was reactivated by using jumpers on l1, l2, and l3. A permanent solution will be implemented in the future through the replacement of the ups. The system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was correctly updated.